Event description:
The hcp reported that the patient had a pump implanted. In 12/2002 the pump was emptied with 2.9 cc and refilled with 18 cc. At the next refill in 12/2002 it was emptied with 18 cc but programmer said 4.6 cc in the reservoir. The pump had not delivered any medication since the last refill. No patient outcome is available at this time. The pump was explanted and returned to the manufacturer. A follow-up report will follow as more information becomes available.